Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an atrial fibrillation procedure using a carto 3 mapping system, an MDR-reportable map shift issue arose, as there was no system error message to warn of a map shift. No hardware service was required at this time, as the physician was able to start a new case, and was unable to duplicate the map shift issue. The reported issue was related to the patient¿s size and repeated movement on the table. The carto system is in service and ready to use. The ncrs associated with carto 3 # r10038 DHR were reviewed for relevancy with the issue reported in the complaint and there were not any such discrepancies found. The system met all specifications upon its release.

Event description:
It was reported that during an atrial fibrillation procedure using a carto 3 mapping system, a map shift issue arose. The map shift was discovered because the skin patches could not be visualized correctly and the catheters appeared in different orientations on the carto 3 mapping system compared to the fluoroscopy images. Additional investigation determined that there was no system error message to warn of a map shift, making the event MDR reportable. The user was able to complete the procedure. No adverse patient consequences were reported. The hardware investigation has begun, but is not completed at this time.

Manufacturer narrative:
When the hardware investigation is completed, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4). The hardware investigation has begun but it has not been completed at this time.